Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device could not be interrogated. It was suspected that the device had reached end of life. The device was explanted and replaced. No additional adverse patient effects were reported.